Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was known. The customer reported that the volume was very high even though he has volume set to a low. The customer stated that adjusted the volume settings but they would not change. The customer performed a self test and received a hardware low level failure alarm. The customer was able to clear he alarm ans rewind the insulin pump. The customer reported that the insulin pump passed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.